Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no information was obtained. The scope was returned to olympus for evaluation. A visual inspection was performed and found the bending section skeleton broken cover causing abnormal movement to the bending section when the up/down lever was manipulated. Upon removing the bending section cover, the bending section skeleton was found broken/detached and cracked. In addition, a leak was noted inside the biopsy channel and coming out of the channel opening at the distal end side. The biopsy channel was inspected with an olympus boroscope and found excessive tear marks on the channel wall at the bending section side. The scope was serviced and returned to the user facility. Based on similar reported events and investigation findings, the cause of the broken skeleton could be attributed to the operator¿s technique. The original equipment manufacturer (OEM) performed investigations related to this device issue. As a result, the OEM has conducted a field corrective action including a distribution of ¿instructions for safe use¿ to mitigate the potential risk of patient injury. The ¿instructions for safe use¿ provides several warning statements in an effort to prevent equipment damage and patient injury. ¿if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. If the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Visually inspect the bending section for no metallic parts protruding from the bending section. Visually inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. Visually inspect the bending section for abnormal bending shape, or other irregularities. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation."

Event description:
Olympus was informed that during an unspecified procedure, the scope would not deflect while inside the patient¿s kidney at a high degree angle and upon removal of the scope; the patient¿s ureter was injured (ripped). It is unknown if the procedure was completed. The patient¿s current condition is also unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). A device history review (DHR) was performed by the OEM and found no anomalies during the assembly process of the reported device.